Manufacturer narrative:
Upon further review this complaint was reassessed and confirmed that, this event does not meet criteria for reporting as a reportable malfunction as the system froze and it was due to operational problem with the surgeon during surgery. No further regulatory reports required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the system froze due to overlapping operations. The power was switched off and the patient interface connection was disconnected to release suction. The procedure was converted to manual cataract surgery without system. The system freeze was caused by operational problem with the surgeon.